Manufacturer narrative:
An event of chest pain and pericardial effusion the next day of post implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was indicated that ther were no difficulties during implant. Patient activated clotting levels was >250s and heparin was administered. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause for the reported pericardial effusion could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 22mm amplatzer amulet left atrial appendage occluder was chosen for left atrial appendage (laa) closure procedure using a 12f amplatzer amulet delivery sheath. During the procedure, the activated clotting levels was >250s and heparin was administered. The device was successfully implanted without any difficulties. The next day, the patient complained about chest pain, and transesophageal echocardiogram (tee) showed an effusion, and it was drained. The physician mentioned abbott device caused the effusion. The patient was reported stable and discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.